Event description:
It was reported that that the patient with this implantable cardioverter defibrillator (ICD) device exhibited undersensing due to changes in right atrial (ra) amplitude. The zone was anti-tachycardia pacing (atp) so there was no risk of shocks unless rate accelerates. Technical services (ts) recommended programming changes. This device remains in service. No adverse patient effects were reported.